Event description:
It was reported that during an unknown procedure, it was found that the staples in the middle part on one side were malformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.